Event description:
Optease ivc filter found to have multiple fractures with one fragment embolized to the rv. Filter removed, fragment not retrievable based on location. CT surgery consult, likely will leave in place. FDA safety report ID# (B)(4).